Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced an elevated blood glucose level of 260 mg/dl. The customer stated this was due to food consumption. The customer delivered a bolus via the pump. Subsequently, the wake button on the pump was no longer functioning. During troubleshooting with tandem technical support, it was confirmed that the customer was able to access the pump features by connecting the pump to a power source. Reportedly, the customer would continue use of the current pump for therapy but also has insulin pens available. A few hours later, the customer's blood glucose levels were stabilized at 122 mg/dl.